Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The father is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 110-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is comparing the blood glucose test results from doctor's meter to trueresult meter; and observed 40 mg/dl difference between readings. The father states that a back to back blood test was performed by the customer fasting and produced test results of 82mg/dl using doctor's meter and 42mg/dl using trueresult meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 2/24/2019 and open vial date is (B)(6) 2016. Customer declined recalling previous results and back to back blood test. Adverse event not reported.